Event description:
It was reported that when the patient presented in the operating room for a device change-out due to normal eri, the new device was unable to be interrogated prior to the procedure. After the conclusion of the procedure, the device was interrogated and found to be in backup vvi mode. The device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to exposure to extreme temperatures.